Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure with hernia repair and device implant on (B)(6) 2016 by dr. (B)(6) at (B)(6). -device explant (B)(6) 2016 due to moderate dysphagia by dr. (B)(6) at (B)(6). -device was found in the correct/position geometry at the time of removal. -the patient's dysphagia was reported as improved after removal and reflux symptoms have not returned to pre-linx level.